Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, the device failed to cross the lesion, and when the balloon was inflated at nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, the device failed to cross the lesion, and when the balloon was inflated at nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. Visual inspection revealed no damage or irregularity. Microscope inspection revealed a pinhole at the proximal end of the markerband. There was blood and contrast in the inflation lumen and the loosely folded balloon. Product analysis confirmed the reported event, as the device was found to have a pinhole to the balloon. Analysis could not confirm the reported crossing difficulties, which could not be confirmed because the clinical circumstances could not be replicated.